Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump did not responded. Troubleshooting was performed. The insulin pump fell in the water. The moisture caused the insulin pump to be unresponsive. Insulin pump will be returning for analysis.

Manufacturer narrative:
The device had no button response on the act button due to corroded keypad traces. The electronic assembly, motor and vibrator motor was corroded. The device had severely scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. We were unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response.